Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing an increase in pain. It was reported that the patient was fused from t12 to s1 in the past and now two discs above t12 are degenerated. The patient stated that their healthcare provider (hcp) didn't think the implantable neurostimulator (ins) would work in the mid-back now for the new implant placed. It was noted that the patient's pain symptoms have been present since 1996 but have gotten worse since 2014. The patient is to follow up with their hcp. No further information regarding the outcome of this event was reported. Indication for use is unknown. Additional information received from the patient reported she made and appointment with a doctor who determined that additional surgery was necessary and he referred the patient to another doctor. The patient noted that she had an appointment with the other doctor on (B)(6) 2016 to discuss her need for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.